Event description:
It was reported to boston scientific corp in 2009, that a jagwire was used during an endoscopic retrograde cholangiopancreatography procedure performed one month prior. According to the complainant, during the procedure, two centimeters of the hydrophilic tip stripped off the guidewire and detached in the pt. The tip was retrieved. The procedure was completed with another jagwire. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
The complainant was unable to provide the suspect device lot #; therefore, the device manufacture date and exp date are unk. The device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.